Event description:
Complainant alleged that while attempting to treat an 80-year-old male patient, sparks were emitted from the electrode pads. Complainant indicated that the patient sustained a first-degree burn and were treated with a topical ointment.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The pro padz electrodes were returned to zoll medical corporation for evaluation. Inspection of the pads revealed no assembly issues or patient preparation concerns. It's important to mention that skin reddening or minor burns can be an expected outcome from defibrillation as stated on the IFU. The electrode pads were scrapped following our investigation. Analysis of reports of this type has not identified an increase in trend.